Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm noted. Device was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system or motor position encoder error alarms noted in alarm history screen. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. Device had broken battery tube threads and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 479 mg/dl; treated with the insulin pump. Spouse stated she checked the bolus history and found the customer was not receiving insulin. The drive support cap is recessed. The device was not exposed to a magnetic field. It was stated the customer received a compromised force sensor system alarm during rewind. They also reported the insulin pump had a missing piece from the battery compartment. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.